Event description:
The physician was using one 15cm certuspr probe to ablate an osteoid osteoma. The physician placed a rigid metallic introducer through the overlying soft tissues and into the bone to obtain access to the target tissue. The certuspr probe was placed through the introducer and positioned at the target lesion. The physician attempted to reposition the ablation probe and determined that the probe tip was no longer intact. The probe was removed and it was confirmed that the probe tip remained in the bone. A second certuspr probe was used to complete the procedure without further incident.

Manufacturer narrative:
The ablation probe in question has not yet been returned to neuwave for evaluation. A review of the probe lot history record indicates that this probe met all manufacturing/performance specifications. Neuwave will continue to work with the physician to obtain the probe. If the probe is returned, a follow-up report will be filed.